Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips. There was no difference in the firing force and the device did not jam.they completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Malformed clip. The el5ml was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled, fed one scissored clip, one clip with gap and seven clips conforming. The device locked out as intended but the orange indicator did not show up completely. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. However, it could not be determined what may have caused the found malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.